Manufacturer narrative:
(B)(4).

Event description:
It was reported that a boston scientific device was implanted.according to the complainant, the patient experienced extrusion of mesh, pelvic and vaginal pain, hip pain and vaginal bleeding resulted from implant.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.